Manufacturer narrative:
Estimated dates. The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of myocardial infarction, thrombosis, and hemorrhage are listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction, thrombosis, hemorrhage and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This study investigated outcomes of bleeding and ischemic events in elderly patients treated with an antithrombotic strategy guided by the estimation of bleeding and ischemic risks after revascularization with xience sierra stents. Primary endpoint was target lesion revascularization and coprimary safety endpoints were 1) a composite of cardiac death, myocardial infarction, and stent thrombosis; and 2) bleeding. Results indicated primary endpoint was 1.5% and safety endpoints were met at 6.2 and 7.8% respectively. Compared with the control group bleeding was significantly lower and it was concluded that in the elderly population the application of this antithrombotic strategy seems to be associated with an improved prognosis. Details are listed in the attached article, titled "tct-265 prospective application of a bleeding and ischemic risks-adjusted antithrombotic protocol in elderly patients revascularized with last generation of everolimus-eluting stents: the sierra-75 (epic-05) registry."